Event description:
It was reported that there was system error 46440. Specific error codes associated with issue was 46440. There was no reported patient involvement. During physical inspection, it was found that there was a detached downstream occlusion (dso) seal.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint of error codes could not be confirmed. During inspection it was found that the downstream occlusion(dso) seal was detached. The dso seal was replaced.